Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional investigation results. Based on the complaint description, the physician used a 9fr procedural sheath was used. This is against the indication of the device which likely resulted in the bleeding that was observed. The IFU states "the angio-seal device is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in patients who have undergone ...or interventional procedures using an 8 french or smaller procedural sheath for the 8f angio-seal device."

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the event description, there were no issues noted with the initial deployment of the device. The likely cause of hemostasis not being achieved may be due to improper positioning of the anchor within the vessel, underlying patient anatomy or physiology, or over tamping of the collagen. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that on (B)(6) 2018 the doctor performed a pipeline embolization on the patient and an angio-seal device was used. After the procedure the patient was later discharged to home. On (B)(6) 2018 while at home the patient felt a pop in her leg. Her leg started to swell and she had a large hematoma and retroperitoneal bleed. The patient went to the hospital and was taken to the operating room (or) for right common femoral artery (cfa) repair. After the repair she was taken to the intensive care unit (ICU) for monitoring due to hypotension and surgery. She was recently transferred to the medical floor but is still in the hospital. Additional information was received on (B)(6) 2018. An 9fr. Procedural sheath was used. A pre-deployment angiogram was performed. Initial deployment was successful without incident. The blood loss was less than 250cc.